Manufacturer narrative:
H10: the livanova field service representative was able to confirm the reported issue and replaced the patient pump, the distribution board and processor board. The issue was solved and the device was returned to service. Through follow up communications livanova learned that the pump was free to rotate and that a burning smell came from the patient pump suggesting that an electronic fault of the pump circuit board which consequently damaged both distribution and processor boards may have led to the reported event.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to the patient pump 1 during the routine disinfection. Reportedly, the patient circuit 1 is not used daily. There was no patient involvement